Event description:
This report summarizes two malfunction events. A review of the events indicated that model 9808560 implantable port experienced a defective component. These reports were received from various sources. Of the two events, involved patients with no reported patients injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, 2 devices were returned for evaluation. One device was confirmed for the defective component. The other device was inconclusive for the defective component. A root cause has not been determined. The devices were labeled for single use.

Manufacturer narrative:
For the two reported events, both devices were returned to bd and evaluated. The company is still investigating the issue at this time. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 9808560 implantable port experienced a defective component. These reports were received from various sources. Of the two events, involved patients with no reported patients injury. The patients age, weight and gender were not provided.